Event description:
The site reported the following: a pt with an unreported admitting diagnosis was undergoing a cardiac catheterization when an alleged air embolism occurred. The pt required treatment, but, reportedly is doing well.

Manufacturer narrative:
A system svc check of the avanta fluid mgmt sys, completed on (B)(4) 2012, confirmed the injector was operating within bayer r and I specifications. Multiple documented attempts have been made to have the disposables returned to bayer r and I for eval, as well as, to gain specific info related to the reported event; however, these attempts have been unsuccessful. The lot number of the disposables retained by the site has not been reported; therefore, testing of retain samples is not possible. Additional applications training has been offered to the site and we are awaiting their response. Based on the limited info, we are unable to determine the root cause of the alleged air injection. In the event available info is obtained, a f/u report will be submitted.